Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient presented with low flow alarms that were not able to be resolved at home with changes in volume intake or diuretics. The patient's lactate dehydrogenase was 2256u/l and symptoms of congestive heart failure were noted with lower extremity edema. CT angiogram did not reveal issues with the inflow or outflow grafts. A subcostal, off bypass, pump exchange was performed on (B)(6) 2014. Reportedly, the surgeon noted a donut thrombus in the pump; there were no clots in the inflow or outflow grafts. The patient tolerated the procedure well.

Manufacturer narrative:
The patient continues on lvad support with no further issue reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.